Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 19mm amplatzer septal occluder was implanted using an unknown delivery system. The atrial septal defect measured 17 mm based on transesophageal echocardiography (tee), and device sizing was determined using balloon sizing measurements. The implantation procedure was performed under tee and angiographic guidance, during which a stability check was conducted, and a small residual leak measuring approximately 1¿3 mm was observed around the device lobe. No rhythm changes were noted during the procedure. During a routine transthoracic echocardiogram (tte) conducted on (B)(6) 2026, with additional confirmation by CT scan, the device was observed to have embolized; the device had completely dislodged from the intended implant site and was identified in the descending aorta just below the aortic arch. The embolization was identified as a post-procedural event occurring greater than 48 hours after implantation, and the patient remained asymptomatic at the time of detection. On the same day, the embolized device was retrieved percutaneously. It was subsequently reported that the patient deteriorated a few hours after the extraction procedure and died following a major bleeding event, the source of which was unclear, with uncertainty as to whether the bleeding originated at the iliac access site or within the descending aorta.

Manufacturer narrative:
An event of device migration, residual shunt and patients' death were reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the available information, the cause of the reported migration appears to be related to procedural condition. The cause for the reported residual shunt and death could not be determined. It is possible due to procedural condition and patient conditions; however, this cannot be confirmed. The reported unexpected medical intervention was result of case specific circumstances as device was snared. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Based on medical review: "limited narrative reviewed. No imaging was available. A 19 mm amplatzer septal occluder device was implanted. A few weeks later, on an unspecified date, routine transthoracic echocardiography (tte) identified device embolization. The cause of embolization may have been related to under sizing, as residual leak was reported at the time of the initial procedure. The patient remained clinically stable, and elective percutaneous retrieval was planned. On (B)(6) 2026, the device was retrieved percutaneously. It was noted a few hours after retrieval of the device bleeding occurred, either in the descending aorta or iliac vessels, resulting in a catastrophic event. The patient subsequently expired. Based on the available information, the cause of death does not appear to be related to a device malfunction. Should additional information become available, an addendum will be provided.

Event description:
It was reported that on (B)(6) 2025, a 19mm amplatzer septal occluder was implanted using an unknown delivery system. The atrial septal defect measured 17 mm based on transesophageal echocardiography (tee), and device sizing was determined using balloon sizing measurements. The implantation procedure was performed under tee and angiographic guidance, during which a stability check was conducted, and a small residual leak measuring approximately 1¿3 mm was observed around the device lobe. No rhythm changes were noted during the procedure. During a routine transthoracic echocardiogram (tte) conducted on (B)(6) 2026, with additional confirmation by CT scan, the device was observed to have embolized; the device had completely dislodged from the intended implant site and was identified in the descending aorta just below the aortic arch. The embolization was identified as a post-procedural event occurring greater than 48 hours after implantation, and the patient remained asymptomatic at the time of detection. On the same day, the embolized device was retrieved percutaneously. It was subsequently reported that the patient deteriorated a few hours after the extraction procedure and died following a major bleeding event, the source of which was unclear, with uncertainty as to whether the bleeding originated at the iliac access site or within the descending aorta.